Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring occurred from the 8th to 11th firing in a row after the jaws were twisted at the 7th firing for the marking on the rectum though the device functioned properly until the 6th firing. Then the clip ejected and fall off at the 12th firing after the device was out of the patient. The 13th clip was fed into the jaws and the device was fired on the patient. And then the next clip was fed into the jaws sideways. No clips left in the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with the jaws misaligned and with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws seven scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.